Event description:
Original vp shunt placed at 10 days of life. On 8/8/94, vp shunt malfunctioned. Shunt replaced in surgery. Pathology report dated 8/16/94 stated final diagnosis as: shunt tissue - black pigmented foreign material consistent with graphite showing a foreign body giant cell reaction.